Event description:
The customer reported that over the weekend, while the lh500 instrument was idle, a burning smell was detected. The customer powered the instrument down. There was no smoke, fire, arcing, or sparks observed, only a burning smell. The fire extinguisher was not used and the fire department was not called. There was no report of patient results being affected. There was no death, injury or change to patient treatment associated with this event. No one sought medical attention. Field service engineering (fse) found fluid from pv43 had leaked on the ls (light scatter) pre-amp and the ls sensor and cable. He replaced parts and aligned laser. The customer was not aware of the leak contained inside the instrument and did not come in contact with any fluid. There is an exposure control / risk management plan in place at the facility. The msds was not reviewed. Root cause for the burning smell was the electrical components that got wet. The cause of the leak was the tubing though pv43. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. The lh 500 analyzer is compliant with the following safety ratings - (B)(4).

Manufacturer narrative:
(B)(4).